Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece didn't fall into the patient's body. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.